Event description:
It was reported that patient was taken by ambulance to the emergency room (ER) while wearing a pod. Patient was diagnosed with pain and altorino insufficiency. Symptoms reported include nausea, chest pain, sweating and confusion. In the ER, the pod reportedly fell off and the cannula dislodged from the infusion site (abdomen). Patient was treated with fluids and toradol; she was released after spending 2.5 hours in the ER. It was also reported that patient uses pods to deliver hydrocortisone solu cortef, which is considered an off label use of the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the dislodged cannula and reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Introduction/page xii. Warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.